Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via (B)(4) transmission, inappropriate mode switch episodes due to atrial lead noise were observed. No plan of intervention was made. No patient consequences were reported.